Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: morphine with concentration 12.7 mg/ml at a dose rate of 2.701 mg/day, clonidine with concentration 100 mcg/ml at a dose rate of 21.27 mcg/day and bupivacaine with concentration 0.5 mg/ml at a dose rate of 0.10633 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving morphine of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient went to the emergency room (ER) with an infection and when the pump was read to check the rep saw a motor stall. The hcp replaced due to motor stall. According to the logs the stall occurred on (B)(6) 2017. It was unknown what if any environmental/eternal/patient factors may have led or contributed to the issue. The issue was resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated. The rep had possession of the explanted pump and was to return it to the manufacturer for analysis. Additional information was received from the rep on (B)(6) 2017. It was reported that the pump was explanted on (B)(6) 2017, it was replaced with a device of the same manufacturer, and it was returned to the manufacturer for analysis. The patient was not in a clinical study, it was unknown if the device was used with/in the patient, the device was used for treatment, there was no patient death, there wasno patient injury. The reason for device removal was ¿battery is depleted.¿ it was unknown if there was a loss of therapy. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due gear wheel three of the pump motor gear train. If information is provided in the future, a supplemental report will be issued.